Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer was experiencing continuous elevated blood glucose (bg 200-unknown). Insulin injections were administered to address bg. Contact alleged pump was the cause of the event. Tandem clinical diabetes specialist (cds) contacted the customer/contact and reported that the pump settings were continuing to be adjusted by the healthcare provider. Cds thought the settings were the main cause of the elevated bg. Contact did not understand the "insulin on board (iob)" feature and may have been why it was thought the pump was the cause of the event. Cds educated the contact on how the iob worked.